Manufacturer narrative:
Visual analysis of the photographs identified: capsular contracture: unable to observe since it is not related to the device. Rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. No additional observations are performed. No further actions are required as no manufacturing issues are observed. Additional, changed, and/or corrected data: a2, b3, h6.

Event description:
Physician reported right side capsular contracture baker grade iii. Device explanted. Physician later reported device found rupture in surgery.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii, rupture.

Event description:
Physician reported right side capsular contracture baker grade iii. Device explanted. Physician later reported device found rupture in surgery.

Event description:
Physician reported, right side capsular contracture, baker grade iii. Device explanted. Physician later reported, device found rupture in surgery.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: rupture: observed, a broken assessed, as surgical damage. And missing shell observed. Assessed, as inconclusive. Capsular contracture: unable to observed. As per the investigation procedure: were completed. And none of the observations are found to be potentially related to the manufacturing process, no further actions are required.